Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that, "while drilling a hole in the shaft of the radius using the 2.0mm drill bit and polyaxial drill guide from the variax distal radius system, the drill bit broke in half and a piece remained in the pt's bone."